Manufacturer narrative:
Additional information: g3, h2, h3, h6, h11. The results of the investigation are inconclusive since the device was not returned for analysis. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident of an effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During the redo pulmonary vein isolation procedure with radiofrequency, an effusion was noted with ice and the chest was opened for surgery. Transseptal puncture was performed and touch up ablation on the posterior wall was performed. All catheters were pulled back to the ra and a partial svc isolation was completed followed by a cti. Towards the end of ablation on the cti line, an effusion was noted with ice. CT surgery was called and the chest was opened. CT surgery noted a perforation at the ivc/ra junction which was repaired. The physician alleges this could have been caused by ablation. The patient was stable and moved to post surgical care. There were no performance issues with any abbott devices.